Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's lvad was exchanged due to suspected thrombus. The patient experienced elevated ldh and hemolysis. It was also reported that the hospital staff confirmed the thrombus after the pump exchange. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.